Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a neuro spinal stimulator battery changed in (B)(6) 2018, which was not communicating with their controller; the controller and battery were no longer communicating correctly. The patient had an appointment made with their medical facility, but the doctor cancelled the appointment, and the patient was going to see another doctor. It was noted that the problem in the beginning was that it was taking hours to charge the patient¿s battery. It was also noted that the patient was in pain and the patient would be without much needed pain relief for a total of over 3 weeks before their appointment. No further complications were reported/anticipated.